Event description:
It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The target lesion being treated was located in the saphenous vein graft (svg) to the obtuse marginal (om). The lesion was neither tortuous nor calcified however, there was heavy plaque. As the physician attempted to cross the lesion with a 190 cm filterwire ez, a dissection of the proximal saphenous venous graft occurred. The lesion was immediately treated with direct stent placement of a veriflex stent. The patient was discharged 1 day later. Patient condition listed as 'stable.'

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)